Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent arthrodesis anterior interbody technique including discectomy at l5-s1 with interbody device, plate and screws and bmp to treat degenerative lumbar spinal instability at l5-s1. Bmp was placed inside vb replacement device and inserted at l5/s1. 6 weeks post op x-rays reveal appropriate position of the construct. The patient reported feeling unimproved. 7 months postop during routine follow up the surgeon noted, ¿after travel the patient had increasing pain in the right buttock region and presents for neurosurgical reevaluation at this time.¿ 8 months post-op the patient underwent a lumbar epidural. 13 months post-op, it was noted by the surgeon that the patient had a significant improvement from the pain.